Event description:
(B)(4) - the dealer reported that the 3gtq3-cg power wheelchair left the patient stranded because it as not functioning. Upon testing, by disconnecting the main mk6i controller harness, it arced and there was smoke smell. He plugged it back and it arced again, and found a pinched wire at the dliam module for the powered legs. He also found the control module very hot even after at least one hour since the chair was functioning. There was no reported injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 3gtq3-cg, serial number/date code (B)(4) is approximately three year old. The owner's manual part number 1134791 rev. G (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male. However, age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.